Manufacturer narrative:
The pump was repaired by the (B)(4) service center prior to it being aware there was a complaint against the pump, however the repair notes indicate the device returned for "system fault". The stated problem was verified and repaired. Replaced the faulty dso causing the system fault error, which has been cleared. Replaced front housing as part of the repair process. Replaced syringe and battery caps. Installed software 97-0361-51b per (B)(4). Device passed all functional and delivery tests.

Event description:
It was reported that during use of a cadd® cadd-ms® 3 ambulatory infusion pump there was a system fault.